Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 1000mg/dl and diabetic ketoacidosis. The customer treated with a bolus and manual injection. Customer indicated that their doctor has been contacted and their blood glucose value was 320 mg/dl at the time of the call. Troubleshooting was performed and found that the customer also had low blood glucose of 43mg/dl and treated with glucose. No further blood glucose troubleshooting was performed. No further details given.